Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The reported complaint was able to be confirmed. The needle was received in the extended position, and could not be retracted fully, during functional testing. The device was examined, and dissected; the needle/ hypotube assembly was found to be bent/kinked, inside of the bent catheter. The bent/kinked hypotube impeded the needle from retracting, while rubbing against the inner wall of catheter. The most probable root cause of the reported defect is operational context. The catheter was most likely kinked/ bent during the procedure; the device may have been forcibly actuated, bending and kinking the hypotube inside of the catheter. If the catheter is advanced rapidly, and the strokes of the hand are spaced more than recommended in the directions for use, any resistance encountered during advancement will cause a kink in the hypotube/needle to occur, which would impede needle retraction. (B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the injection gold probe was being used to inject at four different sites within the esophagus. However, they were unable to retract the needle back into the device. The injection gold probe was removed from the scope with the needle extended. The account reported no scope damage. The scope was not in a retroflex position. They were able to complete the procedure with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the injection gold probe was being used to inject at four different sites within the esophagus. However, they were unable to retract the needle back into the device. The injection gold probe was removed from the scope with the needle extended. The account reported no scope damage. The scope was not in a retroflex position. They were able to complete the procedure with another injection gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.